Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, after pre-implant dilation of the vasculature was performed, a catheter was inserted and crossed the native aortic valve. A non-medtronic double curved guidewire was inserted into the left ventricle and the delivery catheter system (dcs) was introduced. It was reported that proper implant techniques were followed using a left subclavian approach. The valve was deployed to 80% and the depth was determined to be too deep at approximately 8 millimeters (mm) on both the non-coronary cusp (ncc) and the left coronary cusp (lcc). Subsequently, the valve was recaptured and repositioned. After the valve was repositioned and remained at 80% deployment, decreased blood pressure was noted. The valve was then implanted and bleeding occurred. An echocardiogram identified effusion and potential tamponade due to a mild left ventricle perforation. An open chest procedure was performed to close the perforation. The patient was reported to be recovering well following the procedure. The physician reported that it was unknown if the dcs caused the perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the device was received with the capsule almost fully closed. The handle was intact. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The capsule was intact with no evidence of damage, although some slight discoloring was observed. A small kink was observed along the proximal end of the inner member shaft near the spindle hub. The spindle hub was intact with no evidence of damage. The device was returned with the end cap/screw gear snap fit connected. If information is provided in the future, a supplemental report will be issued.